Event description:
It was reported when using the bd pyxis¿ medstation¿ es, full height drawer unable to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening smoothly due to missing bumpers on the rear side of the drawer. A field service engineer replaced the bumpers on the rear of the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.